Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer became hyperglycemic with symptoms of ¿dryness,¿ vomiting, a seizure, and a loss of consciousness. The customer had contact with a healthcare professional who administered humalog for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.